Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a non boston scientific device due to an unknown product experience. No adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not yet been completed. Additional information was received. The patient with this crt-p system experienced phrenic nerve stimulation, subsequently, the patient underwent a revision procedure, as a result the physician decided to replace the left bundle branch (lbb) lead with a non boston scientific system. No adverse patient effects were reported. At this time, this device was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a non boston scientific device due to an unknown product experience. No adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not yet been completed. Additional information was received. The patient with this crt-p system experienced phrenic nerve stimulation, subsequently, the patient underwent a revision procedure, as a result the physician decided to replace the left bundle branch (lbb) lead with a non boston scientific system. No adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not yet been completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a non-boston scientific device due to an unknown product experience. No adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.